Manufacturer narrative:
Additional information: h3, h6 and h10 h10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided picture showed a small dark particle outside the fluid path, between the return screwed connector and the return blood header. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, a dark foreign matter was found in the filter. There was no patient involvement. No additional information is available.